Manufacturer narrative:
Additional information sections: b5, h6, h10. An event of aortic regurgitation and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2021, the valve was explanted due to severe aortic regurgitation (ar). A new non-abbott valve was successfully implanted. The patient was reported to be in stable condition. No additional information was able to be obtained.

Event description:
It was reported that on an unknown date, a 21mm trifecta valve was implanted. On (B)(6) 2021, the valve was explanted due to severe aortic regurgitation (ar). A new non-abbott valve was successfully implanted. The patient was reported to be in stable condition. Additional information has been requested and is pending.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.